Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified vessel. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 7 atmospheres for 40 seconds upon second inflation. The device was removed without any problem and the procedure was completed with a different device. No patient complications reported.